Manufacturer narrative:
Section a2 and a4: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported an intraocular lens explant with unplanned sutures, during which a synergy lens was removed and replaced with a symfony lens. The patient had noted issues with difficulty seeing street signs and experiencing glare. The patient's pre-operative best corrected visual acuity (bcva) was documented as 20/20. No further information provided.